Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the charger could not locate the ipg. In turn the ipg became inoperable. As a result surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.